Event description:
A nurse at the user facility reports enlargement of the incision was required to accomodate placement of the lens due to difficulties unfolding the lens. However, even with manipulation, the lens would not unfold. The lens was removed and another lens implanted. Add'l info has been requested.